Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely low co2 result obtained on a dimension vista 1500 instrument on a patient sample. Siemens determined that quality controls (qcs) were within range on the day of the event. Siemens remotely ran service method test (smt); the sample 3 (s3) mixer smt recovered out of range and a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced and aligned s3 mixer and ran qcs and quick check, resulting acceptably. The cause of the discordant co2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.